Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a disconnection. It was reported that the female luer of the extension set was connected to the male adapter of a 60ml syringe and was to be used to deliver 50ml of dextrose 12.5% via a syringe pump at an unspecified rate. It was reported that after the extension set was connected to the syringe, the extension set then disconnected from the syringe. The extension set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.